Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was accidentally submerged in bath water and subsequently presented with a black, unresponsive display and sleep/wake button, with no screen activity when tapped or when placed on a charger, although the charge indicator light remained blue. Symptoms included no adverse clinical effects, as the user¿s blood glucose remained in range and the user transitioned to a backup pump. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting with cleaning, drying, charger connection, restart attempts, and removal from the case, as well as education on shutdown and data handling. Investigation of the returned device revealed a device with no functional issue consistent with water ingress leading to a functional user interface and responsive controls, associated with the device housing, ipx8 rating, and user interface components. It was concluded, based on previously established findings for similar reports, that there was no user-induced liquid exposure, resulting in no device malfunction found.